Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was conducted for the potentially associated lot number h10h23052 with no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse in the USA of peritonitis with culture positive for fungus in a patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse stated that on an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment information was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, dianeal therapy was withdrawn and the patient's catheter was removed. In 2011, the patient recovered. Concomitant medications were not reported. The nurse stated that the event of peritonitis with culture positive for fungus was related to dianeal therapy.